Event description:
This lead was capped due to a lead fracture. There are no adverse events reported for this patient. The device was retained at the hospital. Should additional information become available this file will be updated.